Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
Caller reportedly received the following results on an compact meter, compared to a professional meter: 370 mg/dl and 340 mg/dl (compact) and 47 mg/dl (paramedic's meter). No adverse event reported. Return of suspect device was requested and replacement was sent.